Manufacturer narrative:
Additional information: a4, a6, and b5. Corrected data: g1 and h6.

Event description:
Allergan aesthetics received additional information that the patient received a coolsculpting treatment to theinfra-scapular area on (B)(6) 2021 using a cooladvantage applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper flanks and may have developed paradoxical adipose hyperplasia.